Event description:
It was reported that the bd maxzero¿ extension set experienced component separation. The following information was provided by the initial reporter: set is disconnected at juncture.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of set disconnected at juncture could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mzx5305 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero¿ extension set experienced component separation. The following information was provided by the initial reporter: set is disconnected at juncture.